Event description:
It was reported that the at home monitoring system, for this patient showed a red blinking light. It was determined that the red light was a result of a high out of range shock lead impedance (sli) measurement, that reached 135 ohms. Sli trend data shows that subsequent measurements of the right ventricular (rv) lead were in the 80-120 ohms range. The health care professional is aware. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.